Manufacturer narrative:
Device eval summary: device eval of battery charger has been completed. The reported problem was confirmed. The cause of the defective battery charger was a defective q1 chip. This bad chip caused the battery pack to not enter charging mode. The root cause of the defective q1 cannot be positively identified, but was likely random component failure. The faulty charger was repaired. It was then retested and restocked. No adverse event resulted from the damaged battery charger. The pt received a replacement battery charger.

Event description:
A male pt's wife contacted lifecor customer support to report that they removed the battery pack from the system and when placed on the battery charger, it yields the "battery pack fault" led. Support had her place the second battery pack on the charger and got the same result. Support asked for a download which revealed two "battery charger faults." Support sent a pt services representative (psr) to the pt to replace the battery charger.